Event description:
Consumer stated: "if you give these to your toddler to brush on their own, be careful, my kiddo bit the rubber grip off the bottom & was chewing on it." No contact info, no product returned.